Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: the device related to the reported event of no complaint against the device was received on march 14, 2024, with lot number: 3012943. No observations are performed for the complaint as the event is no complaint against the device. Additional observations: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and benign cysts, diagnosed by ultrasound. Device has been explanted.